Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed on 10/29/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: left mentor smooth round moderate plus profile 350cc saline prosthesis, catalog: 3502350, serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent primary breast augmentation with mentor smooth round moderate plus profile 350cc saline prostheses experienced deflation on the right breast prosthesis post procedure, confirmed by a visual examination at the doctor¿s office. As a result, the patient underwent bilateral removal and replacement with unspecified mentor saline prostheses on (B)(6) 2018.

Manufacturer narrative:
On 11/14/2018, the mentor failure analysis lab received the device for evaluation. The device evaluation was completed on (B)(6) 2018. Summary: the device was received at mentor without fluid. Yellow material was observed within the device. No foreign material was observed on the shell surface. During visual examination of the device, mentor product analysis lab observed a rent on the anterior view measuring 3.4 cm. Microscopic examination of the rent edges gave no indication as to its cause. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. Nonetheless, a microscopic examination of the rent edges was performed, and it did not provide conclusive evidence of what could be the root cause. At this point it is not possible to determine the origin of the yellow material observed. The device history record (DHR) for the lot number 6803945 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. All the implants are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. (B)(4).

Manufacturer narrative:
Additional information received on 1/30/2019 indicated the patient underwent removal and replacement with saline mentor smooth round high profile 500cc, catalog number 3503500, serial number (B)(4), lot number 7572817 (r) and serial number (B)(4), lot number 7516170 (l). Manufacturer¿s reference number: (B)(4).